Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic tip had chipped. There weren't any parts that detached and fell into the tunnel. A new device was retrieved and the procedure was completed completely with the new device. There was no delay. There was no patient harm.

Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Tw# (B)(4). Updated section: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 01/31/2025. An investigation was conducted on 03/10/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact heater wire. The clear silicone insulation on the hot jaw was observed to be intact with no visual defects observed. The clear silicone insulation in the tip of the cold jaw was observed to be peeled, exposing the cold metal jaw tip. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000436458 history record review was completed. There were ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.